Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer¿s blood glucose (bg) level was 117 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.